Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a z nail 10.5 x 80 lag screw on (B)(6) 2015. It was also reported, that it was very difficult to key and lock the lag screw inserter onto the lag screw. The tabs appear damaged. Lag screw tab ended up breaking during insertion. Lag screw is still implanted.

Manufacturer narrative:
It was reported, that the patient was implanted a z nail 10.5 x 80 lag screw on (B)(6) 2015. It was also reported, that it was very difficult to key and lock the lag screw inserter onto the lag screw. The tabs appeared damaged. Lag screw tab ended up breaking during insertion. A technical investigation was not possible to perform, as the lag screw is still implanted. DHR review results: z nail 10.5 x 80 lag screw; ref: (B)(4); lot: 2777085 ; yield: 90 ; delivered: 90. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Possible causes for the reported event according to dfmea: breakage of implant-due to lack of adequate fatigue strength. Breakage of implant-due to lack of adequate fatigue strength due to anodization. Breakage of implant-due to high forces applied during removal. Breakage of implant-due to wrong surgical technique used. Breakage of implant-due to off-label use, e.g. Misuse by surgeon. Comparison to investigation results whether it is possible and justification: possible: to high forces applied on the implant. Possible: to high forces applied on the implant. Possible: the surgeon to high forces applied on the implant. Possible: the surgeon did not follow the steps in the surgical technique. Possible: maybe there was a off label use, misuse by surgeon. According to the surgical technique the lag screw inserter and the lag screw must be fully engaged and securely connected. If the contact surface of the instrument and implant is too small, too high forces will be transmitted on the implant. To remove the lag screw it is not necessary that the set screw is completely removed. It is stated in the surgical technique that the set screw has to be turned two turns backwards and to make sure that the set screw is still engaged in the thread of the nail. It is recommended to use the lag screw cannula as guidance for the lag screw inserter while removing the lag screw. The lag screw inserter has to be assembled through the lag screw cannula into the lag screw. Then the compression device is used to push the lag screw cannula to the bone (make sure that the lag screw insterter is fully seated). The lag screw inserter is then and tightened using a 3.5mm hex screwdriver. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).